Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion into the eye, the intraocular lens zma00 +22.0 diopter had a bent haptic and the lens was scratched. The incision was enlarged to remove the lens. Another zma00 was implanted as a replacement during the same surgical procedure. No sutures were used and no patient injury was reported. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/26/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is cut. There is missing piece of the optic edge and the haptic is also damaged, most probably due to explant. The condition of the return sample does not suggest that damage was introduced during manufacturing. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.